Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp but was unable to reproduce the reported issue. Unrelated to the reported issue, the fse replaced tidal volume disk since it had reached it's pm interval. And the safety disk because it had expired. Subsequently, the fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient , the end user was having difficulty with the cardiosave intra-aortic balloon pump (iabp) maintaining consistent trigger recognition. The iabp unit was not triggering on the ECG or pressure waveforms. The end user was advised to prep the patient's skin with alcohol dry gauze and new patches with a drop of gel; however, the issue persisted. It was noted that the EKG had a low output which may have been the cause of the issue but the pressure had the same inconsistency even though the arterial line was steady. It was noted that the patient had a cardiac resynchronization therapy (crt) and bi-vent pacer and the physician suspected that the crt could possibly be effecting the problem. It was noted that this was the second iabp unit involved in this event. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient , the end user was having difficulty with the cardiosave intra-aortic balloon pump (iabp) maintaining consistent trigger recognition. The iabp unit was not triggering on the ECG or pressure waveforms. The end user was advised to prep the patient's skin with alcohol dry gauze and new patches with a drop of gel; however, the issue persisted. It was noted that the EKG had a low output which may have been the cause of the issue but the pressure had the same inconsistency even though the arterial line was steady. It was noted that the patient had a cardiac resynchronization therapy (crt) and bi-vent pacer and the physician suspected that the crt could possibly be effecting the problem. It was noted that this was the second iabp unit involved in this event. There was no patient harm and no adverse event was reported.